Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two and a half years ago. Aneurysm and vessel morphology from the time of implant were reported. It was reported that everything was fine from the time of implant and that the patient presented two weeks ago (exact date is unknown) with claudication. The physician was able to retrieve the clot and the graft was patent; however, the patient died a few days later. The physician stated that the clot was not due to the stent graft. This patient had a clotting disorder that contributed to the death.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (death, occlusion), patient's condition affected effectiveness of device (patient related; clotting disorder). Evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (patient related; clotting disorder).